Event description:
It was reported that a dexcom g6 continuous glucose monitor (cgm) transmitter initially failed to pair with the ilet bionic pancreas after the patient applied a new transmitter, and pairing was subsequently completed with agent assistance. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no reported impact on the patient¿s health and no hospitalization. User support included remote troubleshooting and education. Investigation of this case revealed a pairing failure between the continuous glucose monitor transmitter and the insulin dosing controller that resolved following guided pairing steps, consistent with a user-device connectivity issue. It was concluded, based on previously established findings for similar reports, that the cause was user-related pairing error.